Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Reportedly, customer performed multiple supply changes, however, issue persisted. During troubleshooting, customer was instructed on pump placement, issue was resolved, and customer resumed insulin therapy.